Manufacturer narrative:
On-site investigation in real time found the root cause of the reported issue to be a loose network cable connection. The network cable was re-seated and the issue was resolved. No parts were replaced on the system, thus none will be returned tot he manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to connect to the navigation system. It was found that the internal network cable on the mobile view station (mvs) was loose. The cable was re-seated and the issue was resolved. However, the use of the imaging system had already been discontinued. The procedure was completed successfully with a second imaging system after a reported delay of 30 minutes. The patient was not impacted.